Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and a return of pt tremor. The hcp requested a field rep to reprogram the deep brain stimulator. Additional information has been requested. A f/u report will be submitted if additional information becomes available.